Event description:
Additional information received that surgical intervention was undertaken wherein the scs ipg was explanted and replaced. Effective therapy was restored after the procedure. Issue resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's scs ipg could not hold charge. As a result, surgical intervention could be undertaken at a later date to address the issue.